Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and co concentration not reported via an implantable pump. The indications for use were not reported. It was reported that the patient had a post-surgical infection. The patient had extensive redness and swelling at the pump site. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was also unknown if there were any diagnostics or troubleshooting performed. The pump and catheter were explanted. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.